Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One winding forming and one used needle suture piece were received for analysis. The product code is vp2421. Upon initial inspection of the returned sample, no breakage suture was observed. However, the end of the suture piece was noted to be cut probably caused by a surgical instrument. In addition, body fluids were found on the strand. The product code vp2421 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. No conclusion could be reached what caused the reported complaint. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: please verify of product code and description. Vp2421 what is the product description of this code? It is displayed as ultracision for general hernia - that is an endoscopic device not a suture. Note: please mention the source through which the information is received (information received from dr, nurse etc.) This is not a endoscopic device..it is a suture used in joint surgery and the description is 1/2 circle reverse cutting,40 mm needle dimension,suture length 90 cm ..and size is 1 ..and the information is recieved through surgeon dr zulfiqar ahmed..

Manufacturer narrative:
Product complaint #(B)(4). Additional information: h6 component code: g07002 - device not evaluated additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - were there patient consequences? If yes, please specify. There were no patient consequences. - when did the suture breakage happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Suture breakage happened during passage through tissue. Information is received through surgeon zulfiqar ahmed. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. Suture breakage occurred. There were no patient consequences. Additional information has been requested.